Event description:
It was reported that 14 months after a coronary artery drug eluting stenting treatment procedure in-stent thrombosis occurred. The lesions were located in the proximal left anterior descending (lad) artery into the first diagonal (dx). Prior to the initial stenting procedure, the pt presented with a history of coronary artery disease (cad) and anterolateral myocardial infarction (mi). Two taxus express2 drug eluting stents (des); 3.50x32.0mm and 3.00x8.00mm were placed into the proximal lad and the first dx. Approx 14 months later, the pt stopped using plavix and then one week later presented with chest pain and st depression. The pt was sent for re-intervention. Access was obtained through the right femoral artery (rfa). A coronary angiogram was performed and revealed a subacute thrombosis in the proximal lad at the site of the previously placed taxus stents. The lad was totally occluded proximally. The stented segment goes into the first diagonal. The true lad is totally occluded, but fills via-left-to-left and right-to-left collaterals. This is unchanged from prior history as it is known to be a chronic condition. An iq marker wire was easily advanced. The site was dilated with an unspecified 2.50x15.0mm balloon at 14 atms. After this antegrade timi 3 flow was restored, but there was a significant thrombus throughout the stent and in the distal vessel. A temporary transvenous pacemaker wire was placed. Next, approx 16 passes with an angiojet were performed. Then the pt was administered adenosine, cardene and nitroglycerin which resulted in significant improvement. However, there were two areas of what appeared to be moderate disease and thrombus. Ivus was then performed which revealed good stent apposition throughout. There was an area of mild disease distally and proximally, but did not appear to be a significant volume of intimal hyperplasia. The distal aspect of the stent was then ballooned with a voyager 2.50x15.0mm at 14 atms and the proximal vessel was ballooned with a voyager 3.00x12.0mm at 14 atms which resulted in an mld of 3.22. Next an unspecified 2.50mm balloon at 2-3 atms was used to dilate the distal branches and restore some flow. Angiojet thrombectomy was not performed in this section of vessel as the vessel was too small. At this point the pt was pain free. The vascular access site was sealed with a perclose device. Plavix was administered after the procedure and to be continued as follow-up.

Manufacturer narrative:
The complaint source confirmed that the product had been retained and no analysis was possible. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.